Event description:
A malfunction involving a quickie gt was reported to sunrise medical on (B)(6) 2013. The dealer reported that the end user was in her wheelchair going up a ramp into her van when the left anti-tip receiver snapped. There were no reports of a fall or injury.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.